Event description:
A surgery to replace a tka insert was performed. When the implants used were checked the next day, it was discovered that an improperly sized product had been used that was not as planned. Update: patient was revised due to synovectomy and insert replacement due to postoperative pain.

Manufacturer narrative:
Reported event: an event regarding pain involving a triathlon insert was reported. The event was not confirmed, method & results: -device evaluation and results: material analysis, visual, dimensional and functional inspections were not performed as the device was revised. -clinician review: no medical records were received for review with a clinical consultant. -device history review: a review of the device history records could not be performed as lot code information is unknown. -complaint history review: a complaint history review could not be performed as lot code information is unknown. Conclusion: the event could not be confirmed as insufficient information was provided. Further information such as pre- and post-operative x-rays, primary operative report as well as patient history and follow-up notes are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time. If additional information become available to indicate further evaluation is warranted, this record will be reopened.

Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
A surgery to replace a tka insert was performed. When the implants used were checked the next day, it was discovered that an improperly sized product had been used that was not as planned.